Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 31ga 6mm halfunit 10bag shield was broken before use. The following information was provided by the initial reporter: material no: 324910 batch no: 7317955. The needle shield was broken on her syringe before use. Verbatim: consumer reported that the needle shield was broken on her syringe before use. Lot # 7317955, product # 324910, no expiration date.

Manufacturer narrative:
Investigation: customer returned (1) 31g x 6mm, 0.3ml bd insulin syringe from lot # 7317955. Consumer reported that the needle shield was broken on her syringe before use. The returned sample was examined and the cannula shield was observed to be crushed, thus confirming the alleged defect. A review of the device history record was completed for batch # 7317955 all inspections were performed per the applicable operations qc specifications. There were five (5) notifications [(B)(4)] noted that did not pertain to the complaint. Possible root cause for this issue: likely a jaw jam of form fill & seal and then made it to packaging.

Event description:
It was reported that syringe 0.3ml 31ga 6mm halfunit 10bag shield was broken before use. The following information was provided by the initial reporter: material no: 324910, batch no: 7317955. The needle shield was broken on her syringe before use. Verbatim: consumer reported that the needle shield was broken on her syringe before use. Lot # 7317955, product # 324910, no expiration date.